Event description:
It was reported that the device detected a possible high voltage lead issue. Two output circuit damage detections were noted on the device. Low lead impedance measurements were observed. Lead insulation damage was suspected. The lead was explanted and replaced.

Manufacturer narrative:
The reported impedance anomaly was confirmed in the laboratory. As received, the lead was cut in two parts, the connector pin measuring 17.5cm and the helix end measuring 46.5cm. Visual inspection noted multiple inside-out abrasions between 30cm to 31.6cm, 36.2cm to 37.5cm, 24cm to 25cm underneath the svc shock coil and between 3.5cm to 5.4cm underneath the rv shock coil. The rv cables were exposed in these areas but not abraded. It is believed this damage caused the reported anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.